Manufacturer narrative:
Plant investigation: although the device was reported to be available, the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the device was reported to be available, the device has not been returned to the manufacturer for physical evaluation. The plant investigation is in progress. A supplemental report will be submitted upon receipt of additional related information or upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during an unspecified phase of peritoneal dialysis therapy. During follow up, it was further specified that the leak originated from the connection between the adapter and the cassette. The exact date of the reported occurrence was unknown, but it was specified that the leak occurred in early september. The patient was connected to the device at the time of the leak. The cause of the leak was unknown. There was no medical intervention or patient injury as a result of the incident. The patient has been able to continue with peritoneal dialysis therapy without further complications. The sample was reported to be available for return. Additional information was requested but was unavailable.